Manufacturer narrative:
Additional information: upon follow up with the bmt it was reported that there was no issue with the bloodline and cause of hte issue was the hd machine's blood pump rotor. A MDR will be submitted for the blood pump rotor.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline had a tear in the blood pump segment thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with air in line alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was removed from service following the incident. Follow up with the biomedial technician (bmt) revealed that he did not find any issue with the machine. The machine was returned to service without any repairs or adjustments. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline had a tear in the blood pump segment thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with air in line alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was removed from service following the incident. Follow up with the biomedial technician (bmt) revealed that he did not find any issue with the machine. The machine was returned to service without any repairs or adjustments. The complaint device is not available to be returned to the manufacturer for evaluation.